Event description:
Patient presented with jaw pain due to changes to her teeth and bite from mail order orthodontic aligners. The patient completed treatment with a mail order aligner company (smile direct club) which did not include any contact with an dental professional (orthodontist) to complete an in-person exam with radiographic imaging before initiating treatment. The result of her mail order treatment includes incomplete alignment of teeth, detrimental changes to her occlusion (the way the teeth fit together) and pain in her jaw joint that wasn't present prior to treatment. She has spent a significant amount of money on treatment already (over (B)(6)) and came to my office seeking options for correcting the adverse effects of her mail order treatment. This will result in additional cost to the patient above and beyond what she would have spent by starting orthodontic treatment with a dental professional instead of direct through the mail.